Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Reportedly, elevated bg level was due to a non-tandem infusion set kinked cannula. Customer addressed elevated bg level by administering a glucagon injection. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer reported that their ¿kidney¿s shut down.¿ customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue. Customer was released on (B)(6) 2021. The infusion set brand and manufacture was not provided.